Event description:
It was reported that the physician complained that the device only lasted 2.5 years. A device replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 implantable pacing lead, (B)(6) 2001; 5071-53 implantable pacing lead, (B)(6) 2005. (B)(4).